Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation and sheath radial strength were all passed. In addition, the sheath was successfully activated without any difficulty and no bending of cannula was encountered during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a medical assistant gave routine vaccinations to an (B)(6) patient. The medical assistant incurred a dirty needle stick on her finger post vaccination. It was stated that she did engage the safety but the needle was not engaged and was bent past the safety. The medical assistant washed the puncture site with soap and water and was sent to the hospital to follow-up with employee health. Additional information was received june 13, 2019: it was reported that the needle was changed from the syringe after immunization is drawn because the needle gets dull, so a new needle is used before injection. The medical assistant reports no lasting adverse effects.